Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures; we were unable to confirm the customer complaint of an overheat [over temperature alarm]. The unit performed according to our specifications upon receipt. We have contacted the hospital for additional information, but none was obtained. No patient injury was reported. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that there was an overheat incident (system error #102) during a case.